Event description:
The hcp reported the patient presented in 2005 with redness and swelling - "wound broke down after attempted `dye study' at another facility." A culture of device pocket and cerebrospinal fluid was positive for "s, epi." The patient was treated with IV antibiotics and total device system explant. The infection resolved. The patient experienced no drug withdrawal as was started on high doses of IV valium that was then weaned off. The patient had risk factors of debilitated status and postop wound or skin contamination from dye study.